Event description:
It was reported that during a laparoscopic roux-en-y procedure, the device worked just fine until the last 4-5 clips where they were deformed and getting jammed within the jaws. The procedure was prolonged one minute. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis result for the instrument found that it was returned empty and locked out. One malformed clip was received inside a plastic bag. However, no conclusion could be reached as to how the clip was malformed. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. A batch record review was performed and no anomalies were found during the manufacturing process.